Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Design history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date of death: unknown . Concomitant medical products - unknown liner, unknown cup, unknown stem. The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05167, 0001822565-2017-05168, 0001822565-2017-05169.

Event description:
It was reported on a social media site that there are allegations regarding cobalt and chromium poisoning. Attempts have been made and additional information on the reported event is unavailable at this time.